Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified the pi connection was loose on the power distribution board. Reseated p1. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system presented a "keyboard error" at boot up. There was no report of pt injury.